Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved a primary plum set with clave secondary port, clave y-site, secure lock, 128-inch that a broken cassette on IV set. Once the infusion was complete, the nurse removed the cassette from the plum duo pump and noticed fluid flowing from the cassette. Upon inspection, she saw the clave was broken apart from the cassette. The nurse was not exposed to the hazardous medication. There were patient involvement and no patient harm.